Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex machine's contact on the floor was not balanced and all four wheels required replacement. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was evaluated on site by a baxter qualified technician. A video was also evaluated. The video analysis, showed the wheels of the reported device seemed to be free of pivoting, but antistatic rubber was depleted. The actual device was evaluated by a qualified technician on site and the problem was confirmed and all four wheels were replaced. Test and troubleshooting were performed and the device was return to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.